Manufacturer narrative:
Topical barrier fmeca was reviewed. Risk # (B)(4), ingestion of product, had the potential harm of vomiting, nausea and diarrhea. The specific existing control measure for this risk is the product being labeled for external use only and to keep out of the reach of children. Critic aid skin paste risk assessment was reviewed for relevant risk. Risk number 9001, ingestion of product, had the potential harm of vomiting, nausea and diarrhea. The specific existing control measures for this risk is the product being labeled for external use only and to keep out of the reach of children. Sds for this product states in case of ingestion to wash out mouth thoroughly and drink 1 - 2 glasses of water in small sips. Seek medical advice in case of persistent discomfort. Per complaint investigation procedure, this complaint will not be escalated to CAPA because the complaint is a known safety risk and an ongoing quality issue / trend was not detected (this is the first complaint for critic aid skin paste involving accidental ingestion).

Event description:
According to the available information, the mother of a (B)(6) child called for information about how to treat ingestion of less than a teaspoon of this product. She stated that she scraped the product from his mouth and did not believe he swallowed much if any. Coloplast provided the information based on the sds sheet and stated to seek medical attention if there were any symptoms of discomfort.